Event description:
A child developed inflammation, fever (103-104f) and eosinophilia during duragen use. The child was treated with antibiotics. The pt outcome is unk; however, additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.